Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the vitrectomy probe did not function properly during a procedure. The system was switched out and the case was completed. There was no patient harm or injury reported. Additional information was received indicating the vitrectomy was being done for a pc tear. The pc tear happened during a cataract procedure and was not caused by any system or product.